Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018 and the surgeon¿s procedure history. The surgeon performed two da vinci-assisted sleeve gastrectomy procedures on (B)(6) 2018 and it is unknown which surgical procedure is involved with the reported event. During both surgical procedures, the surgeon used two different stapler 45 instruments. The surgeon alternated each instrument while completing firings using green and blue stapler 45 reloads. The system logs also reveal that in both cases, there were multiple incomplete clamp attempts (i.e. Greater than 10) with an endowrist stapler 45 instrument. The stapler 45 user manual provides the following warnings: "warning: after firing, always inspect the staple line for hemostasis. Minor bleeding may be controlled by electrocautery or manual sutures." "Warning: always inspect the tissue thickness and select an appropriate stapler 45 reload before application of a staple line using the stapler 45 instrument. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper stapler 45 reload. Improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation." In addition, the stapler 45 user manual provides the following instructions if clamping on a second attempt is not complete: reposition the stapler; change to a stapler 45 reload designed for thicker tissue (if available). This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a ¿severely low hemoglobin¿ level and a staple line leak was identified. As a result, the patient was hospitalized but was too unstable to undergo another surgical procedure. The root causes of the post-operative complications are unknown at this time.

Event description:
It was reported that after completion of an uneventful da vinci-assisted sleeve gastrectomy procedure, the patient experienced a severely low post-operative hemoglobin level and has since been hospitalized. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the da vinci-assisted sleeve gastrectomy procedure. She did not know if the procedure was recorded on video. Per the csr, the surgeon indicated that the da vinci-assisted surgical procedure was uneventful and straight-forward. There were no intra-operative complications. A leak test was performed as with all of his sleeve gastrectomy procedures and no issues were found intra-operatively. The case was completed robotically. On an unspecified day post-operatively, the patient returned to the hospital and was found to have ¿severely low hemoglobin.¿ as of (B)(6) 2018, the csr indicated that the patient was still in the hospital. The csr explained that a staple line leak was identified but the patient is too unstable at this time to undergo a secondary surgical procedure to address the operative complication. The site is currently monitoring the patient and waiting for the patient to become more stable.